Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) feeling symptomatic from a slow-ventricular tachycardia. Patient was brought to the electrophysiology (ep) lab for a non-invasive program stimulation (nips) procedure. Physician believes the device did not accurately detect the slow-vt episode. The device was reprogrammed with a lower detection zone and remains in use. No further patient complications have been reported as a result of this event.